Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 5 weeks a lead dislodgement was noted during device interrogation. The patient had no symptoms. The lead was repositioned and remains implanted. Should additional information become available, this event will be updated.